Event description:
It was reported that during hip joint lip surgery, while implanting, the threaded portion of the anchor broke, all pieces were removed. A backup device was available to complete the procedure successfully. Delay or patient injuries were not reported.

Manufacturer narrative:
One 72200750 twinfix ti 2.8mm ultrabraid suture anchor device returned. The issue was opened for two devices. Each was identified to its individual complaint. The evaluation is the same for both devices as their symptoms were the same. ¿the threaded portion of the anchor broke." Insertion device and suture was returned. The titanium anchor has been sheared from excess torque force. The fractured anchor body is absent. The symptoms indicate excess rotational torque was a contribution to the failure. The hex tip is lodged inside the inserter tip. No root cause related to the manufacture of this device was confirmed.